Event description:
Boston scientific received information that during a follow up visit, this atrial lead displayed high out of range impedance measurements in both bipolar and unipolar configuration. The device was reprogrammed to vvi pacing mode. As the impedance increase was sudden, a lead fracture was suspected. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.